Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm2). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer contacted a technical support engineer (tse) and reported that there was a random difficulty in driving arm 4 from the right master tool manipulator (mtmr). The issue was experienced by the surgeon, who had to switch between the two consoles to drive arm 4. The tse reviewed the available logs but found nothing relevant. It was suggested to analyze the full logs after the procedure to determine the next steps. Later, when full logs were available, the tse reviewed them again and found nothing relevant with no arm or mtmr related issues identified. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the tse and obtained the following additional information: the customer confirmed that the surgeon completed the surgery using the second surgeon side console (ssc). There was no delay. The field service engineer (fse) was going to change the master tool manipulator (mtm).

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm) for failure analysis investigation. The unit was analyzed and the grip was found to be sticky when installed on a test fixture. The issue was confirmed to occur in the field pointing to resistance on the grip levers on the mtm. As a result the grip spring was found to be the source of the issue. The complaint was confirmed based on the field evaluation/failure analysis. The root cause of the errors on the mtm is due to the grip spring.

Event description:
Refer to h11 for follow-up information.